Manufacturer narrative:
This case was initially received via regulatory authority (igj on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: nickel allergy was mentioned, however quantity would be negligible. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("insertion was painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthma ("asthma"), food allergy ("food sensitivities"), fatigue ("tiredness"), menorrhagia ("more heavy menstruation"), dysmenorrhoea ("painful menstruation"), premenstrual syndrome ("pms while she did not have that before"), polymenorrhoea ("cycle becoming increasingly shorter (less than 3 weeks)") and eczema ("eczema"). The patient was treated with ibuprofen and essure was removed (salpingectomy). At the time of the report, the abdominal pain, procedural pain, asthma, food allergy, fatigue, menorrhagia, dysmenorrhoea, premenstrual syndrome, polymenorrhoea and eczema outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthma, dysmenorrhoea, eczema, fatigue, food allergy, menorrhagia, polymenorrhoea, premenstrual syndrome and procedural pain with essure. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igj) on 03-jul-2019. The most recent information was received on 10-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: nickel allergy was mentioned, however quantity would be negligible. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("insertion was painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthma ("asthma"), food allergy ("food sensitivities"), fatigue ("tiredness"), menorrhagia ("more heavy menstruation"), dysmenorrhoea ("painful menstruation"), premenstrual syndrome ("pms while she did not have that before"), polymenorrhoea ("cycle becoming increasingly shorter (less than 3 weeks)") and eczema ("eczema"). The patient was treated with ibuprofen and surgery (essure and oviducts are removed). Essure was removed. At the time of the report, the abdominal pain, procedural pain, asthma, food allergy, fatigue, menorrhagia, dysmenorrhoea, premenstrual syndrome, polymenorrhoea and eczema outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthma, dysmenorrhoea, eczema, fatigue, food allergy, menorrhagia, polymenorrhoea, premenstrual syndrome and procedural pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (igj on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: nickel allergy was mentioned, however quantity would be negligible. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("insertion was painful"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthma ("asthma"), food allergy ("food sensitivities"), fatigue ("tiredness"), menorrhagia ("more heavy menstruation"), dysmenorrhoea ("painful menstruation"), premenstrual syndrome ("pms while she did not have that before"), polymenorrhoea ("cycle becoming increasingly shorter (less than 3 weeks)") and eczema ("eczema"). The patient was treated with ibuprofen and essure was removed (salpingectomy). At the time of the report, the abdominal pain, procedural pain, asthma, food allergy, fatigue, menorrhagia, dysmenorrhoea, premenstrual syndrome, polymenorrhoea and eczema outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthma, dysmenorrhoea, eczema, fatigue, food allergy, menorrhagia, polymenorrhoea, premenstrual syndrome and procedural pain with essure. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.